Manufacturer narrative:
The field complaint of device omitting odor and smoking was verified as the event could be reproduced.

Event description:
It was reported that the programmer smelled of smoke and showed evidence of fire. There were no adverse consequences for the patient or user.